Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), intestinal perforation ('reconstruction of bowels / reconstruction of rupture bowel following hysterectomy') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included uterine fibroid and menstrual cramps. Concurrent conditions included epilepsy and blood pressure high. Concomitant products included ibuprofen, levetiracetam (keppra) and lisinopril. In (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and rash ("rash"). On an unknown date, the patient experienced intestinal perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and pain in extremity ("leg and foot pain"). The patient was treated with surgery (reconstruction of bowels and robotic assisted laparoscopic hysterectomy bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, intestinal perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, dyspareunia and rash had resolved and the pain in extremity had not resolved. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, genital haemorrhage, intestinal perforation, menorrhagia, pain in extremity, pelvic pain, rash and vaginal haemorrhage to be related to essure (ess205). Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : confirming- pelvic pain,dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-jun-2019: pfs and mr received- previously reported event ¿injury¿ replaced with event ¿abnormal bleeding (general)¿, events- ¿abnormal bleeding (vaginal, menorrhagia)), nickel allergy, dysmenorrhea (cramping), reconstruction of bowels / reconstruction of rupture bowel following hysterectomy, pain, dyspareunia (painful sexual intercourse), rash, leg and foot pain, patient did not performed essure confirmation test¿, reporter, concomitant drug, medical history added. Events- "abnormal bleeding (vaginal, menorrhagia)), nickel allergy, dysmenorrhea (cramping), reconstruction of bowels / reconstruction of rupture bowel following hysterectomy, pain, dyspareunia (painful sexual intercourse), rash,abnormal bleeding (general)" outcome updated to "recovered/resolved", event "leg and foot pain" outcome updated to "not recovered / not recovered" incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.